Manufacturer narrative:
H6: health effect clinical code: 4581 - dilated pupil. H6: type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye as a replacement lens. It was noted the patient is still experiencing dilated pupil with high vault. Lens remains implanted. Tempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: h11 - it was later clarified through medical affairs details that the initial reported report was not an adverse event or serious event and should be disregarded - n/a. Claim#: (B)(4).